Manufacturer narrative:
Follow-up 4/25/2016: customer reported that replacement wall adapter resolved charging issue. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump would not recognize the power source. There was no reported impact to the customer's blood glucose levels. Customer was sent a replacement wall adapter.